Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to femoral component loosening and proximal femur fracture. During the revision procedure it was noted the implanted distal stem seated lower in vivo than the trial component. The implant was removed and a new stem was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-06093 / 06095).

Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2013 due to a loosened femoral stem. Patient underwent a second revision procedure on (B)(6) 2013 due to a loosened femoral component and proximal femur fracture. During the revision procedure it was noted the implanted distal stem seated lower in vivo than the trial component. The implant was removed and a new stem was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the likely cause of the event is the inherent thin walled canal that would easily give upon impaction of the larger sized stems.